Manufacturer narrative:
(B)(4).

Event description:
The tip of the carrier broke off while tunneling. The doctor made an incision between the two and was able to obtain the tip and the extension. Another product was opened and got a new tunneler and finished the procedure.